Event description:
The device was explanted for normal battery depletion and subsequently tested out of specification consistent with the field advisory for this device. No patient complications have been reported.